Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of below 19 mg/dl at the time of the incident. The customer was at 563 m/dl at the time of the call. The customer was given glucose tubes to treat. The customer experienced symptoms such as being unresponsive and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer stated that they had other low incidents where the meter could not give a reading. Customer also reported highs when they got on their new pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. The insulin pump was also received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, prime test, excessive no delivery test, and the displacement test. Unable to perform the basic occlusion test, occlusion test, and the dat test due to broken reservoir tube lip.